Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) device. This occurred during dwell one of four, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) explained the meaning of the alarm. The tsr had the care giver (cg) cycle the power in order to clear the alarm. The tsr advised the cg that the hp must start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.